Event description:
Vague report of the pump not delivering during and epidural. Syringe was found with volume remaining. Biomed subsequently checked the pump and found a loose pusher block set screw. Upon tightening the set screw, the problem appeared corrected. No pt issues reported.